Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2009. Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right atrial (ra) lead and right ventricular (rv) lead were removed for access to place a left ventricular (lv) lead. Insulation breakdown was observed on both leads and was suspected to be due to submuscular placement. The leads were replaced. No patient complications have been reported as a result of this event.